Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue independently by changing the infusion set and cartridge, successfully resuming insulin delivery.